Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during a bolus as well as the drive support cap was protruded. The customer blood glucose level was 135 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not bumped or dropped prior nor was it exposed to areas of high magnetic fields. The device will be returned for analysis.